Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Other information requested is unknown. Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. When the doctor used suture during the surgery, it broke when pulled and could not be sutured. Changed another one to complete the surgery.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/14/2024. The following information was received: product code should be sa86g. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.